Manufacturer narrative:
Device evaluated by MFR. Returned product consisted of an nc quantum apex balloon catheter and a stopcock. The balloon was loosely folded with blood in the balloon and lumen. Inspection revealed a burst in the balloon material, 5mm in length. Inspection of the remainder of the device revealed a kink in the hypotube 4mm from the strain relief. Review of the product specification was performed. The reported information indicates the device was inflated to 8atm; therefore, there is no indication the device was inflated over rated burst pressure (rbp). Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 12mm x 2.50mm nc quantum apex balloon catheter was advanced for dilatation. However, on the first inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient. After removal of device, the physician visually confirmed the ruptured balloon and device was exchanged. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 12mm x 2.50mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, on the first inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient. After removal of device, the physician visually confirmed the ruptured balloon and device was exchanged. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.